Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary ==> the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection of the returned device. Visual inspection found that the suture was returned for evaluation, none plate was returned, it was found to be frayed in one of the ends. Additionally the needle was not returned no functional test was performed as the device is already used. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 27deg would not contribute to the complained device issue. Based on the investigation findings and since the plate were not returned for physical evaluation, it is not possible to adjudicate a root cause for the issue experimented for the costumer. The root cause of the suture damage is trace to procedural variables, such as device handling or product interaction during the procedure; excessive tension may have been applied to the suture and, as a result, the suture frayed. As per IFU, use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d10: concomitant med products and therapy dates: omnispan meniscal repair 27deg device, (B)(6) 2024 d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 for (B)(4). It was reported from china that during a meniscal repair procedure, it was discovered that the second plate could not fix the meniscus after deployment of the omnispan meniscal repair 27deg device. The device was replaced with a new one to continue the surgery, but the same problem occurred. Another device was then used to complete the procedure. It was not reported if there were any delays to the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.